Event description:
The biomedical engineer reported the power management pcb board was replaced and the reported problem resolved.

Manufacturer narrative:
Supplemental report

Event description:
The customer reported that the ventilator would not operate on battery power and the alarm led is flashing. The customer reported the ventilator was not in use therefore there was no patient involvement or harm. As the device is out of warranty, the facility biomedical engineer contacted manufacturers product support (pse) for assistance. The biomedical engineer reported the unit was operating on ac power. Pse advised the biomedical engineer evaluate the battery and power management pcb board to address the reported problem. Followup information has not been obtained from the biomedical engineer. Power failure due to loss of ac power may result in shutdown of device during normal ventilation operation.

Manufacturer narrative:
Device out of warranty; no request for manufacturer service.